Event description:
See scanned table

Manufacturer narrative:
See scanned table. Per internal procedure, ir 0150, the mean of the inratio meter and comparative system inr were calculated. Most inratio and lab values are within the confidence limits for inr testing. There are some readings that are not within the confidence limits. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time.